Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a loose blue pull ring cap inside the opened pouch. The reported issue was verified. The loose cap was the cause of the reported problem. The cause of the loose cap was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pull ring cap of the minicap transfer set was found loose after opening the package. This was observed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.